Event description:
Reporting status: serious injury/permanent damage. Reporting rationale: stent dislodgment remains in the pt. Device issue: stent dislodgement. It was reported that a xience v stent was placed in the proximal cx. An attempt was made to go through the previously placed stent to place another xience v stent in the distal part of the lesion. Resistance was felt with the implanted stent and when the device was removed from the pt, the stent had dislodged from the balloon. The stent could not be seen on angiography, and was not found anywhere outside the pt; therefore, it is thought that the stent still remains in the pt. No additional event or pt info is available.